Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The chronic totally occluded target lesion was located in the right leg posterior tibial artery. A 300cm mailman¿ guide wire was advanced to the lesion. However, wire position was lost and when the physician pulled the device, the transition of the radiopaque portion broke off. The radiopaque portion remained in the patient's leg and was unable to be removed. The procedure was aborted. No patient complications were reported and the patient's status was fine.